Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a delta reverse shoulder implanted approximately 2 years ago and recently began to experience pain and discomfort in her shoulder. Surgeon evaluated the patient and found out that the x-ray¿s indicated that the metaglene base plate was loose, a base plate screw was broken, and this patient would need a revision. Surgeon was asked why he thought the metaglene came loose and he suspected that due to the patient using her arm to walk with a cane and walker because patient recently had a knee replacement. During the revision surgery, surgeon said the components weren¿t really loose and that the base plate had migrated due to the poor bone quality. The glenoid was bone grafted and a new metaglene, 4 screws, glenosphere, and humeral cup were implanted. Doi: approximately 2 years ago; dor: (B)(6) 2018; right shoulder.